Event description:
The user was walking across the sidewalk from the car to his apartment using a w1302s large base quad on his right side because his left side is paralyzed. The user's caregiver was walking 2-3 feet in front of the user when she turned to see him lunge forward. The caregiver turned just in time to see him falling, but did not know what was happening at first. The user fell forward, away from the cane, and rolled into the snow beside the sidewalk. She asked him if he could get up if she went and grabbed his cane and that is when she noticed that the cane was bent forward approx 120 degrees at the point of the second adjustment hole from the top. She also said that the cane was still standing on its legs after the user had fallen and that he did not fall on the cane. The caregiver then retrieved his wheelchair and helped him in to it. He was taken to the e.r. Where it was discovered that he had a broken nose and a bump on his head. He was treated and released the same day. The caregiver claimed that the sidewalk was in good condition and that there was nothing around that the cane could have caught on. She also said that the sidewalk had been recently salted. The failure point is at the adjustment hole second down from the top. The cane is bent forward at approx a 5 degree angle beginning at the adjustment hole fourth down from the top and the height was set in the adjustment hole fifth down from the top when it arrived. There is also a small scuff mark on the left front rubber tip which may have been caused by the cane being caught on something in the sidewalk. The exact cause of the event could not be determined by visual inspection and the cane was returned to the contract MFR for further evaluation and testing on 02/06/07. We are currently awaiting the results.